Manufacturer narrative:
Investigation summary: the reported complaint of a tubing break could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history record review.

Event description:
A complaint was received regarding a 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, luer lock that experienced separation and leakage. The reporter stated that in the last week, they had an uptick of incidents in relation to the use of the bi fuse and tri fuse that they use from ICU medical. Mom (medical mom) called out to report tubing had broken. Cvl was intact, though, through to where the trifuse connected. Rn assessed, and tubing was disconnected as it came out of tri-fuse bottom (tubing had pulled apart, not at a luer-lock, but within the tubing itself). A sterile cap change was done, a tubing change, as well as a pump change were done. The product have come in contact with the patient and/or staff member, yet the medication being administered, did not get on patient or staff skin or clothing. The chemo spill cleaned up per facility protocol. Thus, there was patient involvement and there was no staff or patient harm reported as a result of the event.